Event description:
It was reported that a 42.5mm cervical plate was being implanted and during the procedure, a locking mechanism failure occurred with the plate. According to the physician in the case, it appeared the locking mechanism of the plate was broken off, possibly having the defect prior to being used in surgery. The physician discovered that the nitinol washer within the locking mechanism was half missing when it was viewed under the scope. No fragments were found in the patient and post-op x-rays were taken to confirm no fragments were left behind. According to the report, this plate was removed and another 42.5mm plate was used to complete the surgery. The procedure was completed successfully with no patient complications.

Manufacturer narrative:
Product analysis visual observation of the returned plate confirmed one of the three nitinol locking rings is broken; the broken off portion of the ring is missing and not returned for analysis. Optical examination identified witness marks around both of the bases of the aforementioned screw hole diameters. Locking ring fracture surface examination identified fairly flat fractures with rays emanating from the bottom corner of the ring, and plastic deformation on the underside of the locking ring cap on both sides of the locking cap due to removal of bone screws, after full engagement.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.